Event description:
On (B)(6) 2014 the lay user/patient in (B)(6) contacted lifescan to report the onetouch verio2 meter was giving inaccurate readings compared to a laboratory result. The patient obtained the reading of 350 mg/dl on the reported meter and a laboratory result of 250 mg/dl within 10 minutes. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting and the test results fell outside expected values for meter-to-lab accuracy testing, this complaint is being reported.

Manufacturer narrative:
Follow-up # 2 ¿ (02/18/2015). The patient¿s meter has been returned on 11/13/2014 and evaluated by lifescan product analysis on 2/5/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (12/06/2014). The patient¿s test strips have been returned on 10/29/2014 and evaluated by lifescan product analysis on 11/26/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.